Manufacturer narrative:
Tandem's user guide states: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer had disconnected tubing from t:lock connector which introduced air into the patient line. Reportedly, the customer primed the tubing and resumed insulin to resolve the issue. Blood glucose level was 220 mg/dl.